Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had infected pocket and hence the pump was replaced. It was added that a new 40ml pump was implanted on the other (left side) of the abdomen; pump size increased to reduce refill times. Drugs delivered via the device were compounded baclofen and morphine sulfate.

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: 2009 (B)(6), explanted: unk. (B)(4) analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed no anomaly; normal device function. Returned for analysis was also an incomplete catheter in segments; analysis of the same revealed acceptable catheter testing.